Event description:
Procedure: vats. According to the reporter: the peanut was missing from the handle. After the x-ray was performed, the peanut was located and then recovered from the pt. A second x-ray was performed to make sure the area was clear. No add'l blood loss was reported.

Manufacturer narrative:
(B)(4)